Event description:
Info received indicated that when CPR was activated the head section would not lower.

Manufacturer narrative:
The hill-rom technician replaced the CPR valve and the bed functioned to specifications.